Event description:
Ciba vision air optix night & day -formerly branded focus night & day- contact lenses caused significant eye problems. According to my doctor, the ciba vision sales rep falsely informed him that the newly branded product had not changed from the former focus night & day brand. Within two days of wearing the lenses, my left eye became irritated causing me to repeatedly clean the lens -that has been approved by you - the FDA - for over night monthly use. Because the doctor told me there were no product changes, I assumed it was a defective lens and threw it away and tried another. This continued for quite a while, ultimately ending with the inability to wear the lenses, red/pink eye, discharge, thick film over the eye, itchy eye, irritated eye, sharp pain in the eye. As a long time wearer of the focus night & day brand, I can tell there is a significant difference between the old and updated version. In fact, I am surprised the new version is rated for overnight use. It does not breathe well at all. Dose: one contact lens. Frequency: monthly. Dates of use: (B) (6) 2009 - (B) (6) 2010. Diagnosis or reason for use: correct vision. Event abated after use stopped or dose reduced?: yes. Event reappeared after reintroduction: yes.